Manufacturer narrative:
Conmed linvatec reps have mad various attempts to obtain more detailed info regarding the incident, as well as, pt outcome info; but to date, no further info has been furnished by the customer/user facility. This device is not expected for eval, as it remained implanted in the pt's knee. A review of the device history record shows this device was manufactured on april 24, 2012, in a lot of (B)(4) units, with no ncr's generated during the mfg of this device. Further review of the complaint files shows no other similar complaints for this item and lot number combination. The conmed linvatec xo button is a single-use, titanium implant used for fixation of soft tissue to bone. The xo button incorporates a continuous loop, an ultra high molecular weight polyethylene offered in several sizes to accommodate various bone tunnel lengths as well as for easy loading of soft tissue onto the device. See scanned pages.

Event description:
The following concern was reported from a customer in (B)(6) "during an acl reconstruction, the graft should be fixed in femur with an xo-button. The femur was drilled with a k-wire and then by a 5mm bur; however, the xo-button couldn't get though. The hole was drilled one more time with the 5mm bur (still no success). After drilling with an 8mm bur, the surgeon succeeded, and got the xo-button through. In connection with the two (2) add'l drilling's, the hole has been cleaned using a shaver to make it as clean as possible. But, when the xo-button finally got through, it was difficult to fixate; it took three (3) attempts to make it fasten. Surgery time was increased by at least 30 min. And large quantities of nacl were pressed into the femur tissue (because of the long fixation time). This enhanced the risk of infection and vessel/nerve damage." The product will not be returned, and to date; no serious injury or death has been reported by the customer.